Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported faulty downstream occlusion which was verified through a review of the event history log by the presence of "downstream occlusion" alarms. The reported symptom was found during a visual inspection to be caused by a misaligned downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced faulty down stream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.